Event description:
Report received from the USA stating that during pre-testing the device "had heat and was not allowing a burr to pass through." The device was not being used in surgery. There were no patient or user injuries reported. There was no medical interventions. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met temperature and cutter insertion specifications. The event could not be duplicated. The event was not confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).